Event description:
It was reported that the patient's magnetic resonance imaging (MRI) scan was stopped due to the patient's complaint of heating sensation over the pump pocket site. The health care provider felt the pump site and agreed that the site was "hot". The patient was getting the MRI for increased shoulder pain that was reported as unrelated to the device system. According to the manufacturer device registry, the drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).